Event description:
Patient suffered minor twisting injury to the hip and began having pain. Having difficulty walking. Pain in groin, lat hip, and radiation into thigh. Pain with ambulation. Patient was revised.